Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated they are unable to connect recharger to handset and handset continues to show that "recharger is inactive". Caller stated the recharger is fully charged but when they turn it on, it showed a red light with descending tones. Caller stated they paired it as they can see the serial number on the handset but then when it attempts to connect to the recharger, it just shows "recharger is inactive" and it won't connect to the ins at all. Caller stated they already reset the recharger and reset it while on the call but handset continued to show "recharger is inactive". The issue was not resolved through troubleshooting. The caller was warm transferred to customer service. Caller didn't have ins serial number with them during the call.

Manufacturer narrative:
Continuation of d10: product ID: wr9230, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.